Manufacturer narrative:
(B)(4). Date sent: 1/17/2020. Additional information was requested and the following was obtained: no further information will be provided, because we can¿t get any additional information from the customer.

Manufacturer narrative:
(B)(4). Date of event: publication year of 2018. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: comparison of electrosurgical devices for cervical conization: novel monopolar scalpel (vio) versus ultrasonic scalpel. Author/s: munetoshi akazawa, md, toshiaki saito, phd, masao okadome, phd, and kazuya ariyoshi, phd. Citation: j low genit tract dis (2019);23: 43¿47. Doi: 10.1097/lgt.0000000000000439. The aim of this study was to compare the outcomes associated with the use of a novel monopolar scalpel with those associated with the use of an ultrasonic scalpel for cervical conization of cervical intraepithelial neoplasia. This retrospective cross-sectional study involves 500 patients treated with cervical conization between april 2011 and march 2017. In vio group, 249 female patients (mean age: 42.0±9.0 years; mean bmi: 21.7 kg/m2; bmi range: 15 - 40) used monopolar scalpel for cervical conization and in hs group, 251 female patients (mean age: 41.6±9.7 years; mean bmi: 22.2 kg/m2; bmi range:14-35) used ultrasonic scalpel (harmonic scalpel) (ethicon) for cervical conization. Reported complication in the hs group included postoperative bleeding/active bleeding (n-50) in which the patients were presented to the hospital without an appointment. Considering short operating time and less postoperative bleeding, vio was preferred to hs clinically.